Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 253 mg/dl and 105 mg/dl within 10 minutes on the advantage system. Customer reports low blood symptoms with these results. No action was taken based on device results. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549625, expiration date 05/31/2008.